Event description:
It was reported that during a laparoscopic nissen fundoplication procedure, the cartridge broke into pieces. An additional cartridge was used to complete the procedure. There was no patient consequence.